Manufacturer narrative:
Device evaluation anticipated upon product arrival for evaluation into root cause.

Event description:
It was reported by the sales rep that during a mini avr, the endoplege coronary sinus balloon would not occlude the coronary sinus of the heart. The device was switched out and another one was used without further isues. There were no reported patient injury.

Manufacturer narrative:
Catheter was visually inspected and no defects were found on the catheter. The balloon was inflated with a 2 cc syringe of colored water as indicated in the IFU. The shape of balloon was found to be acceptable and no balloon damage. After injecting 2 cc of colored water the balloon was found to be eccentric, however, this eccentricity is acceptable. A review of manufacturing records was performed and found acceptable. Instructions for use were found to be acceptable. Evaluation of the returned device showed that the balloon was eccentric on inflation with 2 cc of water however this eccentricity was found to be acceptable. It is not known if the eccentricity of the balloon caused the occlusion difficulty. Since the eccentricity was not noticed during prep it can be assumed that the balloon became eccentric during the placement process. There are several factors that can lead to the inability to occlude the coronary sinus including the size of the coronary sinus and the placement of the balloon. However, there are no indications that the customer did not follow the proper placement techniques. The root cause of the occlusion difficulty cannot be determined. A corrective action will not be initiated for this event. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.